Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. (B)(4).

Event description:
The healthcare professional via the manufacturer representative reported that the surgeon could not get the lead fully "plugged" into the implantable neurostimulator (ins). They tried backing out the screw set but did not resolve. A new ins was used and it plugged in fine and the issue resolved. There were no patient symptoms reported regarding this event. The patient's medical history was unknown and the status of the patient at the time of report was "alive- no injury". The event occurred intra operative and the indications for use were bowel dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Further follow- up is being conducted to obtain information. If additional information is received, a follow- up report will be sent.